Event description:
A malfunction was reported on the pump by the caller, with a specific malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in attempting to reset the pump, but due to touchscreen issues, the pump could not be put into storage mode. Consequently, technical support arranged for a replacement pump.